Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the device did not automatically switch out of ship mode when the right ventricular lead was inserted. As the patient was pacemaker dependent, this resulted in five seconds of asystole. Boston scientific technical services (ts) confirmed that the system guide states you need to program the device to exit ship mode and programming is recommended prior to lead attachment.